Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation process is completed a follow-up report will be filed. (B)(4).

Event description:
"Per customer's statement on repair authorization form " defrost button does not work". (B)(4).

Manufacturer narrative:
Reference (B)(4). Investigation: x-inspect returned samples; x-review DHR. Analysis and findings: a review of the 2 year complaint history for the ll100 cryosurgical, item #900001, shows similar reported complaint conditions. The DHR-900001-169965 review reveals no anomalies during production. Repair order 90411 notes: per customer: defrost button does not work. Pulse piston contaminated with cold soak solution causing unit to not defrost. Cleaned and adjusted pulse assembly. Tested ok to form-prod 263. The complaint was confirmed. The contamination in the pulse assembly would interfere with the defrost function. Most likely, the contamination of the pulse assembly was due not plugging the ends of the complaint unit, before soaking. Therefore, while no definitive root cause could be reliably determined, this issue may be attributed to customer mishandling. The unit was built in december of 2014 and shipped in may of 2015. It should be noted that all ll100 cryosurgical units are tested 100% prior to release. Coopersurgical will continue to monitor this complaint condition for trends. Correction and/or corrective action - none. Coopersurgical service and repair team clean and adjust the pulse assembly on the ll100 cryosurgical. Product was repaired and returned to the customer. No further corrective action is required at this time. Reason: this is not an assembly issue. Complaints will continue to be monitored to determine if there is any new trend for this complaint condition. Was the complaint confirmed? Yes. Preventative action activity: the complaint was reviewed. Cooper surgical will continue to monitor this complaint condition for trends.

Event description:
"Per customer's statement on repair authorization form" defrost button does not work. "Reference repair order: 90411." Ref (B)(4).